Manufacturer narrative:
The referenced device was returned to the repair center and the engineer was unable to confirm the customer¿s reported no image malfunction as the image functioned appropriately. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) was informed that the customer camera head reportedly has ¿no image¿ that occurred during an unspecified event. No patient injury or harm was reported to olympus. The camera was returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿no image¿ reported by the customer wasn't reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.